Event description:
Medical doctor performing thoracoscopic lung decortication/vats (video-assisted thoracic surgery) in main or 1. When removing size 12 trocar, trocar sleeve broke into pieces. Some of the pieces went inside the patient. All pieces were retrieved with the exception of pieces that were too small to see. Manufacturer response for laparoscope, general plastic surgery, endopath xcel (per site reporter). [Redacted] received this product from medline. We have emailed medline, and they have confirmed they have reached out to medtronic on [redacted]. We have not heard anything since reporting.